Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer stated that he has been using the pump for 6 months now, and the key pads are not responsive. The customer could not recall any significant events that led up to the incident. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.